Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
It was reported that the pump shut became unresponsive at 100% battery life. The customer's blood glucose level was reported to be 203 mg/dl.